Event description:
An occlusion alarm was reported by the customer, though the exact alarm number could not be verified by technical support. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or display a "high" reading on the cgm. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin usage. It was noted that the customer experienced frequent occlusion issues and more than one previous event, prompting a follow-up for additional assistance.